Event description:
A customer reported that two wbcorqc samples were apparently transposed on (B)(4).

Manufacturer narrative:
Log files and result files were downloaded for review. Images were not identical for each of the screens and the qc failed. The customer performed repeat testing and the expected results were obtained.